Event description:
It was reported that during a retroperitoneal tumor resection + lymphadenectomy + appendectomy + colpectomy, the stapler didn't have any staples when it was fired. They completed the procedure with a like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.